Event description:
It was reported that pump displayed cartridge change error while customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump using alcohol wipe or lint-free cloth, ensured cartridge was fully snapped into place, and successfully completed load process, after which insulin delivery was resumed.